Event description:
On (B)(6) 2013 a neurotherm employee received a phone call that within the past two weeks they had 4 patients being burned. Two of these patients had blisters on the bottom of their feet.

Manufacturer narrative:
The nt250 ((B)(4)) was investigated upon return. It was confirmed that all parameters were passed and no problem was found with the unit. (B)(4).